Event description:
Pump malfunctioned alarming tubing clamped and cassette unattached confirmed troubleshooting. Sending new pump and return box.. Did the reported product fault occur while in use with a patient: yes. Did the product issue cause or contribute to patient or clinical injury: no. Dose or amount: 33 ml/24 hr. Frequency: continuous. Route: IV. Dates of use: first ship (B)(6) 2016 to continuing.